Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The patient's weight was not disclosed. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported high impedance was found on the patient's drg lead located at l1. As a result, the lead was explanted and replaced to address the issue.